Event description:
A report was received that a pt was experiencing communication difficulties with the ipg. Several different remote controls were used, but the pt was barely able to turn the device on or off. An ipg replacement was recommended, but the pt requested to have her system explanted. The physician explanted the pt's precision system and the pt is reportedly doing well.